Manufacturer narrative:
(B)(4). A third-party service agent evaluated the device and verified the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. (B)(4).

Event description:
It was reported to physio-control that the customer's device would not provide any voice prompts after it was powered on. During device evaluation by a third-party service agent, it was observed that the device would not power on. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(6) evaluated the device and verified the reported issue. The cause of the reported issue was determined to be that the lid reed switch was remaining in a shorted position when the device lid was opened. This caused the device to appear as if it is not powering on.